Event description:
It was reported that the patient's lead had a sudden jump in impedance, which then stayed high. It was further reported that there was oversensing and noise. The patient also fell from their bike landing on the left shoulder. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.